Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: during investigation the pump powered on normally. The pump cover was found to be warm several minutes later after the pump was powered on. Multiple ¿replace battery¿ alarms and ¿low battery¿ warnings were observed in the pump alarm history. A review of the black box history indicated unusual voltage fluctuation. The pump was tested with an external power supply; all electrical currents were found to be higher than normal and out of range. The pump cover was removed; two defective components were noted on the printed circuit board (pcb) which affected the electrical current. The components were removed and replaced and the electrical current draws returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter states there is no damage to pump, or moisture, but they have not replaced the battery cap per the IFU. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.